Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint of a detached tip could not be confirmed. A root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiography procedure, the distal part of the catheter detached.